Event description:
It was reported that during an open low anterior resection, the firing force was higher than expected and the trigger could not be grasped at the first firing on the rectum. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Incomplete firing cycle the analysis results showed that the cs40b device was received in good visual conditions and with a reload loaded in the device. The reload was received void of staples, with the washer uncut and with the knife recess below the reload deck. This condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.